Event description:
Reportedly, during a tavi implantation case, the patient had 2 episodes recorded on egm of safer not commuting to ddd as expected.

Manufacturer narrative:
The review of provided data showed normal device functioning, as per specifications. Three safer switches occurred during the tavi procedure on (B)(6) 2023: one av block 1, one av block 2 and one av block 3. The presence of pac could have delayed the safer switches due to the technical rejection of the cycles with pac. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.